Manufacturer narrative:
In initial report, it was indicated the bcva post of measurements from (B)(6) 2006, however, the correct date is from (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2006 and presented on (B)(6) 2019 with decrease visual acuity (va) in left eye (os) that was discovered at a post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient¿s comments were blurred vision on both eyes. The patient reported the symptoms are interfering with daily activities. Patient may need cross linking referral. Bcva from (B)(6) 2006: right eye post-op 20/20 -.75 x -.50 x 25. Left eye post-op 20/20 -.75 x -1.25 x 137. Bcva from (B)(6) 2019: right eye ppst-op 20/40, left eye post-op 20/40.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 04/26/2005, however the correct date is 07/02/2001. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.